Event description:
It was reported that this patient underwent puncture and PICC placement from the basilic vein on the left upper extremity on (B)(6). After the procedure, this patient felt pyretic in the face and itchy in the neck, both hands, bilateral groin areas and both feet. Red wheals were seen on the cheeks, red rashes on the neck, redness on both palms without visible rashes. Suspected of allergy with cause unknown. Advised to drink more drink and rest in supine position. 10 minutes later, itching disappeared and wheals in the face and rashes in the neck progressively alleviated. For further desensitization, ns500ml + vc1g were infused using the PICC at 11:25. After the infusion, the patient immediately experienced systemic itching, dry itchy eyes, hot hands and feet, swollen lips, choking when eating. These symptoms basically disappeared after half an hour. At 13:53 pm, infused ns100ml using the PICC tubing. After 50ml was infused, the patient developed itching on both palms, both feet, and the bilateral groin areas without rashes. The symptoms disappeared 10 minutes after the infusion was ceased. A head nurse suspected of allergy caused by the catheter and removed the catheter. (B)(6)2020 - new information received: it was reported this is the first PICC the patient had received and the patient did not sustain reaction symptoms with prior infusions through other catheters. A new PICC was not inserted; the nurse injected drugs directly into an indwelling needle. Chg was not used during PICC insertion; alcohol and iodine were used to cleanse the insertion site. The patient has no history of allergies and was being treated for lung cancer.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a reaction could not be verified from the photograph that was provided for investigation. The photo showed a 4fr single-lumen groshong PICC that was attached and secured to the nxt connector. A non-vad injection cap was attached to the red luer adaptor. The catheter was located within a transparent bag. No photographs of the reported reactions were provided. It could not be verified from the evidence provided that the patient was sensitive to the implicated device or other factors unrelated to the catheter; therefore, the complaint was inconclusive. A lot history review (lhr) of recx2301 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recx2301 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that this patient underwent puncture and PICC placement from the basilic vein on the left upper extremity on january 22. After the procedure, this patient felt pyretic in the face and itchy in the neck, both hands, bilateral groin areas and both feet. Red wheals were seen on the cheeks, red rashes on the neck, redness on both palms without visible rashes. Suspected of allergy with cause unknown. Advised to drink more drink and rest in supine position. 10 minutes later, itching disappeared and wheals in the face and rashes in the neck progressively alleviated. For further desensitization, ns500ml + vc1g were infused using the PICC at 11:25. After the infusion, the patient immediately experienced systemic itching, dry itchy eyes, hot hands and feet, swollen lips, choking when eating. These symptoms basically disappeared after half an hour. At 13:53 pm, infused ns100ml using the PICC tubing. After 50ml was infused, the patient developed itching on both palms, both feet, and the bilateral groin areas without rashes. The symptoms disappeared 10 minutes after the infusion was ceased. A head nurse suspected of allergy caused by the catheter and removed the catheter.